Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that when pump was unplugged from the mains, battery display showed full, but after a minute or so it dropped to empty, and pump cut out. Charged batteries for a while and same thing happened. The fse replaced the 2 batteries battery, sealed lead acid,12v. Fse charged up again for a bit and then unplugged, pump carried on with no issues for a while with display showing half. Looks like one or both batteries were breaking down and losing charge quickly. Asked staff to leave plugged in to charge these new batteries fully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that during use, the cs300 intra-aortic balloon pump (iabp) batteries was not charging. There was no patient harm or injury reported.